Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled. Technical services (ts) indicated that device data was required to determine the cause, however device replacement was recommended if the patient was at risk of harm from safety mode parameters. This device was subsequently explanted and has been returned. Other than the surgical procedure, no additional adverse patient effects were reported.